Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no excessive no delivery alarm noted. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm and high blood glucose levels. The customer's blood glucose level at the time of incident was 480mg/dl. The customer treated with manual injection. The customer states the device delivers insulin on occasion. Troubleshoot was conducted and the device passed the high pressure test. The customer was advised the pump would be replaced and returned for analysis.